Event description:
The aveta coral disposable hysteroscope 4.6mm (ref 214-251; lot m24a17-06; manuf date [redacted date]; exp [redacted date]) upon connecting to the aveta machine, does not show picture in the video. A new aveta coral disposable hysteroscope 4.6mm was opened, and it works perfectly.